Manufacturer narrative:
Investigation: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine¿ insulin pen needle 31gx 5mm detached from the syringe and remained in the patient¿s skin. The needle was removed without medical interventions and there was no report of serious injury.